Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. (B)(4). Exact date of implant procedure is unknown. Sometimes in (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Device history records review for part# 04.402.008s lot# 7607062 was completed. Expiration date: june 2019, release to warehouse date: july 28, 2014, supplier: (B)(4). No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a radial head prosthesis (head and stem) implanted in (B)(6) 2015. On an unknown date, the patient presented for a follow up complaining of pain. The implant appeared to have loosened. On (B)(6) 2016, patient underwent revision surgery and all implants were removed. No other information reported. This report is for one (1) radial steam. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) radial stem.